Event description:
A complaint was received regarding a spiros® closed male luer, red cap that experienced disconnection during patient use. This is report 1 of 2. It was stated in the report that hem/onc units have noted spiros caps disconnecting from chemotherapy when using a backcheck valve for bubbly chemos. They were demonstrating the locking mechanism with the spiros cap to a backcheck valve (did not involve a patient, therefore a safety event was not submitted) and the spiros disconnected after a few hours after it had initially been locked on to the backcheck valve. The locking mechanism within the cap was no longer engaged. The event occurred on (B)(6) 2025. Additionally, it was reported that, the reports are with patient involvement resulted in chemo spills, not demo products. She further stated that as of now, she heard of 10-12 chemotherapy spills that have occurred due to these failing.

Manufacturer narrative:
The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Manufacturer narrative:
Received the following: one opened/unused list# ch2000s-c, spinning spiros® closed male luer, red cap; lot# 14270322 one opened/unused list# unknown, valve check; lot# unknown. The spiros was observed to have the spin collar activated and disconnected. The reported complaint of the spiros disconnecting could be confirmed. The return spiros was returned disconnected with an activated spin collar, however, the sample was tested and met product specifications. The probable cause is unknown. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Corrected information can be found in: -d10 - concomitant products. -e3 - initial reporter occupation. -h6 - medical device problem code. -h6 - component code. -e4 - initial report sent to FDA.